Event description:
It was reported that about one year after implantation, the pt no longer had satisfactory sound sensations and there was also non-auditory sensation with electrical stimulation. Telemetry testing indicated there was short circuits between all electrodes. Revision surgery was carried out in 2002.